Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (9l11204), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter occupation is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 3 for (B)(4). It was reported by the affiliate in japan that during an achilles tendon repair procedure on (B)(6) 2022, it was observed that three 5.5mm healix advance knotless br anchor devices failed. According to the report, two 4.5 mm healix parmatapes were implanted proximal to the calcaneus, and all the suture and parmatapes were caught in the achilles tendon. It was reported that the surgeon tried to implant the suture into the distal medial calcaneus according to a bridging procedure using the 5.5mm healix advance knotless br anchor; and tried to load two parmatapes and three sutures into the 5.5mm healix advance knotless br anchor. It was reported that the surgeon tried to use two parmatapes for the short kite and three sutures for the long kite, but they were too tight to pull or put back, so the sales rep suggested to the surgeon to redo it again. It was reported that the surgeon gave up using the first 5.5mm healix advance knotless br anchor device and broke the anchor with pliers and stopped the procedure. It was reported that the surgeon opened a new 5.5mm healix advance knotless br anchor device (the second one) and load permatapes into the second 5.5mm healix advance knotless br anchor device with the shortest possible length of permatapes. But the permatapes were so tight to pull, and the tip of the anchor cracked while the surgeon was pulling the permatapes. It was reported that the surgeon stopped using the second 5.5mm healix advance knotless br anchor device. It was reported that that surgeon opened a new 5.5mm healix advance knotless br anchor device (the third one); and used the utility loop provided with healix tape to add a kite section and tried using one parmatape and one suture for the short kite, two sutures for the long kite, and one parmatape for the utility loop but the tip of the anchor cracked while the surgeon was pulling those parmatapes and sutures. It was reported that the surgeon decided that the sutures would not go through the 5.5mm healix advance knotless br anchor device; and that the procedure would be completed with a bridging procedure using only parmatapes. It was reported that there was no problem in the fixation, and sufficient reduction was confirmed by the image intensifier during surgery and by the x-ray after surgery. It was reported that the cracks in the 5.5mm healix advance knotless br anchor devices had occurred outside the patient¿s body and before they had been implanted into the affected site, so there were no fragments, etc. Of cracked anchors left in the patient¿s body. The surgery was completed successfully within 30 minutes delay. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.